Event description:
A malfunction was reported on the pump, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump and provided guidance to continue using it. The customer was advised to contact support again if the issue reoccurred, and they acknowledged and understood these instructions.